Event description:
It was reported that the physician's programming system had not been working for a few days. Troubleshooting was performed by MFR rep and found that the programming wand was causing the problems. Product was returned to MFR and underwent analysis. Upon analysis, the reported allegation was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared. No other anomalies were noted with the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.